Event description:
Complainant alleged that while attempting to treat a pt the device's display intermittently blanked out. Complainant indicated that the clinician was able to continue to use this device to treat the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The product has been received and a f/u report will be submitted when the investigation is completed.